Event description:
It was reported that during implantation of the patient's right ventricular lead, high pacing impedance was noted. Several areas and chambers were tested. The cables were exchanged and there was still high impedance. The lead was not used and another lead was implanted. The patient was stable post-procedure.

Manufacturer narrative:
A complete lead was returned in one piece. Analysis was normal. No anomalies were found.